Manufacturer narrative:
D5,6;h4: information unavailable, device returned with no lot identification. Results of evaluation: conclusion: based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips within design specification when tested. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device was used during a laparoscopic cholecystectomy. The er320 was being used to ligate the cystic artery, when it was observed that the clips were falling off the vessels. Bleeding was present. A second er320 was introduced to complete the procedure. There was no consequence to the pt.